Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on october 21, 2021.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on april 20, 2022.

Manufacturer narrative:
This report is submitted on july 5, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device.